Manufacturer narrative:
The initial report of damage (kinking) of the cannula on (B)(6) 2015 did not appear to warrant a 30-day report. Testing performed subsequent to receipt of the cannula on (B)(6) 2015 revealed that the kinking had caused a crack to form through the cannula body. Pressure testing confirmed that there was a fluid communicating path between the interior lumen and exterior surface of the cannula at the site of the kink.

Event description:
A patient with acute respiratory failure was supported using a protek duo cannula, a tandemheart pump and a maquet quadrox oxygenator for approximately 130 hours. The cannula was removed following recovery of the patient's lungs. The cannula performed as expected/intended without any sign of either device or patient related problems. Upon removal damage was noted just distal to the transition region of the cannula. The cannula was returned to cardiacassist for evaluation - arriving on (B)(4) 2015 (37 days after explant).